Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: the customer reported tubing came apart and returned a sample. The sample was returned with another sample, but it was deemed to be apart of pr 7216286. There were two samples, one for each complaint record. The sample for this complaint had 3 different separations along the set. The 2nd smart site separated from tubing, then the 3rd smart site separated from both sides from tubing. The root cause for all the separations was found to be insufficient solvent. Device history record review for model mx9128 lot number 22079261 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) experienced tubing separation. The following information was provided by the initial reporter: this is the 2nd IV set issue this week at huntsville (along with pivc issues previously reported). Please file pir asap. Mx9128 also looked like it ¿came apart.¿

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) experienced tubing separation. The following information was provided by the initial reporter: this is the 2nd IV set issue this week at (B)(6) (along with pivc issues previously reported). Please file pir asap. Mx9128 also looked like it ¿came apart¿.¿.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.